Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. Correction is also being made to the b5 event description, as no malfunction was reported by the customer. The investigation remains ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Upon follow-up, it was reported that the device was returned as part of asset return process and there were no allegations of device malfunction reported by the customer.

Event description:
It was reported the bronchofibervideoscope had the forceps entrance turned. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the subject device exhibited a loose forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of physical stress, deterioration, or deformation. Olympus will continue to monitor field performance for this device.